Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up information from the clinic disclosed that the device was replaced due to recommended replacement time status. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the u.s., however, it is same to a device marketed in the u.s. Product event summary #(B)(4) the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).